Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that the healthcare provider (hcp) moved the ins to a new location because it was very painful at the ins site and it was very difficult to charge the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that the healthcare provider (hcp) moved the ins to a new location because it was very painful at the ins site and it was very difficult to charge the ins. The revision occurred on (B)(6) 2017. It was noted that the ins site was not currently painful. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that the healthcare provider (hcp) moved the ins to a new location because it was very painful at the ins site and it was very difficult to charge the ins. It was noted that the ins sire was not currently painful. No further complications were reported.